Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device system replacement was completed due to infection, about one month post implant. This right ventricular (rv) lead was explanted and replaced. The rv lead will not be returned due to infection/ sepsis. No additional adverse patient effects were reported.